Event description:
It was reported that this insertable cardiac monitor (icm) device was repositioned. The boston scientific representative called boston scientific technical services (ts) from a reposition procedure. The boston scientific representative provided the icm device was being repositioned because it was sticking up and causing the patient discomfort. Ts provided a separate insertion tool is not provided. Additional information from the boston scientific representative provided the physician repositioned the icm device using a medtronic tool. This is not an approved tool per icm device labeling. The procedure was subsequently successfully completed. Device remains in service. No additional adverse patient effects were reported.